Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after the procedure concluded inadvertent mishandling and/or interaction with the ivus catheter when the guide wire was taken out of the ivus resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that procedure was to treat a calcified stenosis in the mid and proximal left anterior descending artery. The intravascular ultrasound (ivus) catheter and ht bmw universal ii guide wire were removed without issue from the patient anatomy after the procedure concluded. The guide wire was taken out of the ivus while outside of the patient anatomy, and was noted to be broken in two pieces between the radiopaque part of the wire [tip] and the shaft [core]. The broken portion of the guide wire had been completely removed from the patient anatomy. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.